Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, difficulty speaking and was unable to self-treat. Customer received third-party intervention by daughter who provided a cookie soaked in milk for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The investigation attempted to replicate the issue using android device/app version 2.5.3.6373 and ios device/app version 2.5.3.3088 with a known good libre 2 sensor. The investigation was able to successfully receive high/low glucose alarms and did not identify any issues with the (B)(4) app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.